Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for stress incontinence in (B)(6) 2017 and mesh was implanted. The patient reported experiencing immediate urinary retention, urge incontinence and bladder prolapse. The mesh was removed on an unknown date during an anterior bladder repair procedure. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 2/28/2023.

Manufacturer narrative:
Date sent to the FDA: 3/6/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.